Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment which was confirmed through fluoroscopy. This ra lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.